Manufacturer narrative:
The information provided at this time is limited, therefore no definitive conclusions can be made. A lot number has not been provided, therefore a review of the manufacturing records is not possible. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: (B)(6) - the patient underwent the implant of an bard/davol ventralex hernia patch. (B)(6) - within a year and a half after implant of the mesh the patient reports she needed a repair. The patient indicates that she is experiencing pain and needs to undergo reconstructive surgery to stop her pain.